Manufacturer narrative:
H 3 evaluation summary: all device history records (DHR) are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. The device was received for evaluation and the reported condition could not be duplicated. The device passed all tests performed. No action is necessary at this time. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation.  If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that an over feeding occurred during use. Additional information received from the customer stated that the feeding rate was set to 40 ml/ hour and about 50% was fed more than the set feeding volume per hour. There was no patient harm reported.